Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). It was indicated that the physician also attempted to cycle the device to no avail. A surgical procedure was performed in which the pump was removed and replaced. There were no patient complications related to the event and the patient was expected to fully recover.